Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while installing a software configuration, the software encountered an error "error-crc" with one or more configuration files. Following the error, the user was unable to access the main menu. As the device was removed from service to perform the software update, there was no patient involvement at the time of the incident.